Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 09-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable a neurostimulator (ins) for non-malignant pain. It was reported that the patient was originally implanted with one lead on (B)(6) 2019. An ap x-ray of the original lead placement had been done and sent in with the rep¿s report. It was reported that in post-op, the rep was able to capture the patient¿s neuropathic pain. However, some time between post-op and (B)(6)2020, it was reported that the distal end of the lead had migrated posteriorly and was no longer seated over the dural canal and the proximal tip had moved towards the gutter. It was reported that the patient had a follow-up appointment with the physician, which the rep was unaware of and had an x-ray performed to obtain the lead position, as the patient was complaining of abdominal/rib stimulation then. The rep was notified of these issues at the lead revision on (B)(6) 2020, where the healthcare provider (hcp) removed the patient¿s migrated lead and replaced it with two new leads. The patient had a post-operative appointment on (B)(6) 2020 and the rep indicated that they would follow-up with more information after programming. It was reported that the issue was resolved. The event date was asked but was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d10: product ID 977c265 lot# serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2020,product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient had different stimulation coverage for the past 4 months. The provider requested to meet the patient for reprogramming. The provider also ordered an x-ray and noted the leads had migrated down. The patient was unaware of what activity may have caused it. Reprogramming was attempted and the patient was receiving coverage in their back and legs where they needed it but also abdominal stimulation no matter where they programmed. The patient wanted to try the program for a week or two before they discussed lead revision. All impedances were normal.